Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator mentioned they are experiencing aching pain at the ins site while lying in bed or moving back into bed. The patient feels that their device has moved, and it has been going on for the past month. It was noted that the patient had an appointment with a physician and they helped the patient turn off their stimulation and the discomfort was resolved. The patient was prescribed lidocaine patches and toradol. The device was reprogrammed and the patient was set at a comfortable level of stimulation. The sacral x-ray revealed slight migration of the lead superficially. There is no planned revision at this time given the new program is working and comfortable for the patient. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 supplemental record being submitted to correct coding block h6: implant pain the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "device - migration, implant pain, and discomfort" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator mentioned they are experiencing aching pain at the ins site while lying in bed or moving back into bed. The patient feels that their device has moved, and it has been going on for the past month. It was noted that the patient had an appointment with a physician and they helped the patient turn off their stimulation and the discomfort was resolved. The patient was prescribed lidocaine patches and toradol. The device was reprogrammed and the patient was set at a comfortable level of stimulation. The sacral x-ray revealed slight migration of the lead superficially. There is no planned revision at this time given the new program is working and comfortable for the patient. There were no additional patient complications.